Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 566 mg/dl. The customer started putting carbs in that she didn't eat so he could get the blood glucose come down. Customer was advised that the cannula is bend and not the needle itself. The customer declined to troubleshoot for cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.